Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right posterior tibial artery with moderate calcification. The 3.0x80mm armada 14 balloon dilatation catheter (bdc) was prepared per the instructions for use (IFU). There was no difficulty removing the stylet or protective sheath. The balloon catheter was advanced without issues; however, during the first inflation, it was noted that the pressure was not holding well. On the second inflation at 8 atmospheres a leak at the hub was noted. The procedure was successfully completed with the reported device. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported inflation issue and leak were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak and inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.